Manufacturer narrative:
Results: bd received one photo and one sample from the customer facility for investigation. Based on the visual inspection/evaluation of the photo and sample, bd observed fm on the cannula. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: bd confirmed the customer complaint. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that a white foreign matter was found on the bd vacutainer® multi-sample needle. No serious injury or medical intervention reported.